Event description:
Over the past several weeks, my son has complained about dryness in his eyes when his contacts are in. He has been using amo complete moisture plus since 2006. Only during the past several weeks has there been a problem. I was waiting until school is out for the summer to contact his eye dr. Now today, in the newspaper, I read about the recall of amo complete moisture plus. I'm concerned. Used three months, several drops, twice a day.